Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic inspection revealed of imaging window partially detached. No other visual issues were found during the testing.

Event description:
Reportable based on device analysis completed on 14dec2020. It was reported that the device was kinked. A target lesion was located at coronary artery. A opticross ic catheter was used in a coronary angiography of single catheter + intravascular ultrasound + percutaneous coronary intervention. During procedure, it was noted that the device was kinked when being advanced into the patient's body. However, device analysis revealed that the imaging window was partially detached.

Event description:
Reportable based on device analysis completed on 14dec2020. It was reported that the device was kinked. A target lesion was located at coronary artery. A opticross ic catheter was used in a coronary angiography of single catheter + intravascular ultrasound + percutaneous coronary intervention. During procedure, it was noted that the device was kinked when being advanced into the patient's body. However, device analysis revealed that the imaging window was partially detached. It was further reported that the detachment occurred post procedure while the device was being packaged to return for analysis.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic inspection revealed of imaging window partially detached. No other visual issues were found during the testing.